Manufacturer narrative:
The reported complaint of the autopulse platform system (sn (B)(4)) displayed ua12 (lifeband not present) on the lcd control panel was confirmed during functional test. During visual inspection, the autopulse platform front cover was found to be cracked/damage. Unrelated to the customer reported event, the encoder drive shaft did not rotate smoothly, it exhibited binding and resistance. The autopulse platform is a reusable as well as serviceable device and was manufactured on 3/2012 which is more than 7 years old and it has exceed its service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Review of the archive data indicated the user advisory (ua) 12 error message was noted around the reported event date, confirming the customer's complaint. During functional test, the autopulse stop after a few compression due to ua12. User advisory 12 - lifeband not present occurred. Performed the lifeband clip detect switch inspection. Verified the switch arm is not parallel with switch block face. This could cause the platform fault to user advisory 12 during the compression. Placed a standard belt clip test aid or lifeband, the switch was adjusted to ensure that the switch arm was parallel to the switch block face to remedy the ua12. Verified that the switch closes and that the platform does not fault to user advisory 12. During the re-evaluation of the ap platform, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse platform system (sn (B)(4)) displayed ua12 (lifeband not present) error message. No additional information was received. No consequences or impact to patient.